Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: moisture was observed behind the display lens. Powered pump on and display is blank. Performed the leak test and found a leak due to a cracked pump case. Opened the pump case and found moisture throughout the pump case. There is no visible damage to the keypad. Cannot test the functionality of the keypad due to the blank display. Removed the keypad and found contamination under the up, down, and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.